Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, the following was also noted: trunnionosis ('bird beak'), black tissue, pseudotumor. The stem, head, and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm metal liner. There were no allegations against the revised liner. Rep can provide additional pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available